Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a radially and longitudinally balloon burst. There were no phots or relevant imaging provided for review. Functional testing was not performed due to the condition of the returned device (balloon burst). Dimensional testing was performed on the balloon single wall thickness along the edges of the burst location and were found to be within specification. Based on a technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. A device history record (DHR) is not required. The complaint was confirmed based upon visual inspection of the device, but no manufacturing nonconformities were found in the returned sample. Review of dimensional and visual inspections revealed no indication of non-conformances. A detailed root cause analysis for similar returned complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As reported, the patient had ¿a moderate degree of [calcification of the] leaflet and annular calcification consistent with the average aortic stenosis patient.¿ in this case, available information suggests that patient (calcification) factors contributed to the complaint event. There were no visual abnormalities observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The complaint occurrence rate did not exceed the september 2019 control limit for the applicable trend categories. There was no edwards defect identified; therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during valve deployment of a 20mm sapien 3 valve in the aortic position the commander delivery system balloon burst. The valve was deployed with nominal inflation volume. There was no post dilation performed, the deployment of the valve was satisfactory with expansion and valve function.  There was no vascular injury to the patient and the balloon material was successfully retrieved through the sheath.  The patient was stable throughout and post procedure. As reported the valve was prepped with nothing unusual noted. Valve alignment was performed in a straight section of descending aorta, outside of the esheath with no unusual device abnormalities noted. The patient¿s annulus measured with an area 275cm2.